Manufacturer narrative:
Based on the information available to us, we were able to confirm the event as two photos were provided for evaluation and damage to the product can be seen however no physical samples were returned for analysis. A review of the device history record indicated that the product was released accomplishing all quality standards. The lot was produced between 29oct2022 and 01nov2022. The exact root cause could not be determined without a physical sample to examine. A corrective and preventive action is not applicable at this time all information received will be used for further tracking and trending purposes.

Event description:
The customer reported that they have one box of lot number 22l082 that had 15 defective syringes in it. The needle is a different color on some and the connection between syringe and needle is cracked or completely gone on some of them. Photos were provided which appear to show broken/cracked/missing luer tips.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.